Event description:
It was reported that during a da vinci-assisted surgical procedure, large suturecut needle driver instrument's cable (silver) was disconnected or loose. The instrument was removed, and a backup instrument was used to proceed. Following this, the user continued and completed the procedure with no further issue reported. No fragment fell into the patient. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The large suturecut needle driver instrument has been returned and evaluated by the failure analysis (fa) team. Fa investigations confirmed and replicated the customer-reported complaint. The instrument was found to have a broken grip cable at the distal end.